Event description:
It was reported that while the ventilator was connected to a pt, a spo2 monitor which was also connected at the time alarmed. It was then noticed that the ventilator had shutdown. It was noted that the on/off power switch was in the off position. It is also stated that at times, the ventilator could not power off when it was turned off. (B)(4).

Manufacturer narrative:
(B)(4).